Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. The device was returned with minimal adhesion but due to the used condition upon receipt, the original adhesion properties could not be verified.

Event description:
The patient stated that on (B)(6) 2020 the v-go 30 came off while patient was helping a friend move. The patient stated that the application site had been properly prepared with an alcohol prep and that there was no interference with clothing.